Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for dysmennorhea, dyspareunia, pelvic/abdominal pain, menorrhagia, bladder probs.,urinary probs, migraine, headaches, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, test results were unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was updated to "pelvic pain". New events- " dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), bladder disorder, urinary tract disorder, migraines, headaches, fatigue" were added. New reporter information and patient details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida ii, parity 2, multiple cesarean sections (2) and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension, menses irregular and pelvic adhesions. Concomitant products included naproxen from 2011 to 2013. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced procedural pain ("pain essure placement"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy(uterus and cervix removed), bilateral salpingectomy)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and procedural pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, fatigue, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea, dyspareunia, pelvic/abdominal pain, menorrhagia, bladder probs.,urinary probs, migraine, headaches, fatigue. The myometrium reveals wire coils within each uterine cornu consistent with essure device placement. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: other (please describe) unilateral occlusion - not sure which side. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, test results were unknown.; on an unknown date: unspecified issue with device.. Pathology test - on (B)(6)2015: uterus with separate fallopian tubes the myometrium reveals wire coils within each uterine cornu consistent with essure device placement.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: new event - pain essure placement was added. Severity of event abdominal pain was added as severe. Outcome of event procedural pain was updated as recovered/resolved. Lab data was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, multigravida, parity 2, multiple cesarean sections (2) and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension, menses irregular and pelvic adhesions. Concomitant products included naproxen from 2011 to 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy (full)/total hysterectomy(uterus and cervix removed), bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, fatigue, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea, dyspareunia, pelvic/abdominal pain, menorrhagia, bladder probs.,urinary probs, migraine, headaches, fatigue. The myometrium reveals wire coils within each uterine cornu consistent with essure device placement. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, test results were unknown.; on an unknown date: unspecified issue with device.. Pathology test - on (B)(6) 2015: uterus with separate fallopian tubes the myometrium reveals wire coils within each uterine cornu consistent with essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and medical record received. Race and other hcp were added. Events- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), urinary tract infection and vaginal infection were added. Medical history, lab data, concomitant and historical drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.